Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. A getinge field service engineer (fse) evaluated the iabp and was unable to reproduce the reported the leak in iab circuit issue however, the fse did observe "leak in iabp circuit" in the diagnostic logs. The fse performed a full calibration, all parameters were within specifications. The fse also ran the iabp on simulator with balloon for two hours without incident. The unit was returned to customer and cleared for clinical use. (B)(6).

Event description:
It was reported that prior to use the cs300 intra-aortic balloon pump (iabp) displayed a leak in iab circuit. There was no patient involvement, and there was no adverse event reported.